Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 08.501.001.05s, lot number: 1851p55. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 06-dec-2022, manufacturing site: jabil bettlach, expiry date: 01-nov-2027. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a CABG (coronary artery bypass graft) procedure on (B)(6) 2024 , the surgeon was using a 5-pack of sterile zipfix implants to close the sternum. One of the 5 zipfix implants failed. Initially he was able to hand tighten it, but when he went back to tension it with the application tool, the locking mechanism stopped working. He could no longer tension this one implant by hand or with the application tool. He left 4 in place and seemed satisfied with the stability of the sternum. He was a first-time user and followed both technique guide and rep guidance. The surgery was successfully completed with no delay. Follow-up with the surgeon revealed no adverse patient consequences related to the event. This report involves one sternal zipfix with needle sterile / 5 pack. This is report 1 of 1 for (B)(4).